Event description:
It was reported that approximately five days post implant, the right ventricular lead pulled back. The patient was in complete heart block with symptoms and a ventricular escape rhythm around 30 bpm. The lead could not be repositioned, so was explanted and replaced. When the device was reconnected to the new lead, there was no ventricular output, despite reattaching the lead multiple times. The device was explanted and replaced. After the procedure, the field rep realized that the device may have switched to unipolar when the leads were disconnected. No further patient complications have been reported as a result of this event.

Event description:
It was reported that approximately five days post-implant, the right ventricular lead pulled back. The patient was in complete heart block, with symptoms, and a ventricular escape rhythm around 30 bpm. The lead could not be repositioned, so it was explanted and replaced. When the device was reconnected to the new lead, there was no ventricular output, despite reattaching the lead multiple times. The device was explanted and replaced. After the procedure, it was realized that the device may have switched to unipolar when the leads were disconnected. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; results will be forwarded when available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: no anomalies were found.